Event description:
On 06/16/2023, it was reported by a sales representative via sems that an ar-9512 stem/cup extraction adapter handle was stripped, and an ar-1999hh ratcheting handle broke. This occurred during an reverse total shoulder arthroplasty revision case on (B)(6) 2023, while taking the suture-cup out of the ar-9512 it stripped and could not twist into the suture-cup. While taking the baseplate out the ar-1999hh broke and did not ratchet appropriately. Another of the same part was used to continue. The case carried on and was completed successfully. There was no additional information provided, additional information has been requested. Additional information was provided on 06/26/2023, it was reported that on (B)(6) 2021 the patient underwent a reverse total shoulder arthroplasty procedure in which ar-9502f-42rcpc suture cup, an ar-9503l-03c humeral insert, and an ar-9550-09 univers revers¿ spacer were implanted. On (B)(6) 2023 the patient underwent a reverse total shoulder arthroplasty revision procedure where the ar-9502f-39rcpc, and ar-9503m-06 were explanted. The case was completed using other parts.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed. One unpackaged ar-9512 serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the threads are damaged. It was noted that the laser marks are fading, discoloration spots, and scratches in the shaft. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.